Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection,"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring,") and dysmenorrhoea ("extreme pain during menstrual cycles"). The patient was treated with surgery (laparoscopic tubal ligation with removal of adnexal structures/ bilateral salpingectomy and removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection,"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring,") and dysmenorrhoea ("extreme pain during menstrual cycles"). The patient was treated with surgery (laparoscopic tubal ligation with removal of adnexal structures/bilateral salpingectomy and removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.